Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported blood glucose value of 598 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to blank display. Unable to download history files and traces using thump or perform the carelink upload due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. Found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and keypad traces noted. After reconnecting the j7 connector the pump powered up successfully. Then the history download was successful using thump and carelink upload was successful. The pump was monitored for 2 days. No blank display noted during testing. Then the pump was able to pass the self test, sleep current measurement, and active current measurement. The ngp power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, faded/peeling serial number label, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data listed on the event date (B)(6) 2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2024 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (There was no data listed on the event date (B)(6) 2024 in the pump history file.) (B)(6) 2024 16:04:20.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) 2024 07:55:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2024 08:05:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2024 09:03:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 20244 09:10:44.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 09:20:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 09:21:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2024 09:21:30.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2024 09:21:38.000 alarmalertnotification (40) faultnumber: battoutlimit (6) unable to test for stuckkeyalarm (61) due to blank display and then the pump was cut open to perform visual inspection as well as a visual inspection at the keypad. There was no damage noted on the keypad traces during visual inspection. Unable to test for nodelivery alarm due to blank display and then the pump was cut open to perform visual inspection. The ngp power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unable to verify pump error 23 due to blank display and then the pump was cut open to perform visual inspection. The ngp power management analysis tool was used to generate the power management graph however, there was no power data available to verify the battery voltage. Unable to verify battoutlimit (6) due to blank display and then the pump was cut open to perform visual inspection. The ngp power management analysis tool was used to generate the power management graph however, there was no power data available to verify the battery voltage. Stuckkeyalarm (61) - unknown. Nodelivery - unknown. Pump error 23 - unknown. Battoutlimit (6) - unknown. Unable to perform the functional test due to blank display. Unable to confirm alleged high bgs. Blank display was confirmed during analysis due to due to j7 power connector unplugged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.